Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the the lead was performed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than the induced damage likely from explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis result showed that the high capture threshold was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. In addition, electrocautery damage was noted in the insulation in a few places.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.